Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during an open heart procedure the atrial lead was perforated. The lead was successfully revised. No complications were noted.